Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the bg values provided by the user as examples of sensor inaccuracy were not entered into the system, but there was a calibration entry that was higher than the sg value. Customer care recommended a sensor re-link to clear the calibration history and any possible calibration misalignment. The user was also reminded of best practices for calibration. After the re-link was performed, the user was instructed to continue using the system.

Event description:
On march 9th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.